Event description:
I purchased the ashley black fascia blaster with high hopes after reading and researching this product. I wanted to help with my cellulite on my thighs, along with helping to trim my waistline and help fade my c-section scar. I used the product for only 1 month when I started noticing negative effects from this product. My stomach actually became bloated and I gained 12lbs in that month while I exercised more and changed my diet and drank all the water as suggested. I stopped the blasting immediately and I now have more cellulite on my legs than I ever did. I now have on the top of my thighs where I never had it before and my stomach looks distended and I blame all of this on the fascia blaster!